Event description:
It was reported that the ilet user experienced elevated blood glucose of 248 mg/dl due to an infusion set connection that was loose at the connector, after which tightening the connector caused accumulated insulin at the connector to infuse, and blood glucose decreased to 102 mg/dl within about an hour. Inset lot number was reported as 6012881 and connector lot number as 861550451. Troubleshooting and education were completed with no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included review of the reported use issue and completion of troubleshooting and user education. Investigation of this case revealed an incorrectly attached infusion set connector leading to delayed insulin delivery followed by a bolus of insulin when the connection was secured. It was concluded, based on previously established findings for similar reports, that user setup error related to the infusion set connection was the cause.